Event description:
It was reported that during a lap low anterior resection, the jaws could not be opened after the cartridge was loaded into it before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)?---before 1st. What color cartridge was being used? ---gold. Was buttressing material utilized? ---no if so, which product? Were any unexpected noises heard? ---no if so, when? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.